Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient is alleging sinusitis. In addition, the patient also alleged nausea, vomiting, respiratory tract irritation, dizziness and headache. At this time, no medical intervention has been reported. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleged of nausea, vomiting, respiratory tract irritation, dizziness and headache. At this time, no medical intervention has been reported. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the third-party service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of device was inspected. The device powered on, and airflow was confirmed. The device's downloaded logs were reviewed by manufacturer. There were no errors found. The third-party service center concludes that they could not confirm the customer allegation and there was no visible foam degradation. The sections b1, b2, h1, h6 have been corrected in this report as follows: section b1 was corrected to product problem. (Adverse event and product problem was checked in the previous MDR). Section h1 was changed from serious injury to malfunction. Section h6 health effect - impact code was corrected and evaluation method code, evaluation results code and conclusion code grid were updated.